Event description:
The product complaint report shows the customer alleged the audible alarm did not activate. It was verified that the unit was not in use on a pt at the time of the event. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.